Event description:
The hosp staff used the device on battery power to administer a countershock to a pt diagnosed in cardiac arrest. Following the shock, the device allegedly displayed a low battery message and shortly after lost power. The operator immediately connected the device to ac power and continued using the device without any other problems reported. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The reporter indicated the delay caused by the reported malfunction was not significant to the pt's outcome.